Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer reported having a high blood glucose level of 35 mg/dl. Customer's blood glucose reading was 56 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.